Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by the field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, replacement of the pressure transducer printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs were not provided for further analysis. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcb. The defective part was not returned for further investigation as it was kept by the customer. A correction of field # d1 brand name, # d4 version or model were required. D1 brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 version or model # - previous version or model #: servo-air, corrected version or model #: 6882000.

Event description:
Manufacturer's ref: #(B)(4).